Manufacturer narrative:
The image result files were reviewed. The unexpected positive reactions appeared to have a large hole in the center of the cell buttons. The customer performed repeat testing using a different vial of capture-r ready indicator cells. The expected results were obtained. The unexpected reactivity may have been due to the customer not adding stir balls to the initial vial of indicator cells.

Event description:
A customer reported that rh mistypes had occurred with donor segments tested on the galileo echo.